Event description:
Un-reporting capsular contracture, right side is grade 1 only.

Event description:
The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii/iii and deflation.

Event description:
Patient reported right side pain and exchange due to concern with the product. Healthcare professional reported right side capsular contracture, baker grade ii. Healthcare provider reported a right side replacement from textured to smooth implants due to the patients concern of the implant. A different healthcare provider reported patient "currently has grade 1 capsules on the right breast but the implant is partially deflated." Device remains implanted.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported right side pain and exchange due to concern with the product. Healthcare professional reported right side capsular contracture, baker grade ii. Healthcare provider reported a right side replacement from textured to smooth implants due to the patients concern of the implant. A different healthcare provider reported patient "currently has grade 1 capsules on the right breast but the implant is partially deflated." Device remains implanted.